Event description:
It was reported that during a laparoscopic gastric bypass procedure, there was excessive leaking with the device. It is unknown where the leak was coming from. They traded the trocar for a different device. During insertion of a 10mm instrument, it was not going in smooth. When the instrument was removed, the seal tore. They were not sure which seal tore. A third device was used to complete the procedure. There was no patient impact. The device was discarded.

Manufacturer narrative:
(B)(4). Information is unavailable; device was not returned for evaluation. (B)(6).